Manufacturer narrative:
Due character limit e1 event site name-(B)(6) hospital. Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use cardiosave intra aortic balloon pump(iabp), system malfunction was displayed. There was no patient involved.

Manufacturer narrative:
Updated fields- b4, e1(contact no. And email), g3, g3, h2, h6 codes (investigation conclusion), h11. The following investigation was performed by failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received part drive manifold assembly with a reported unit failure of system malfunction displayed. The failure analysis and testing dept. Installed drive manifold assembly into the cardiosave test fixture and tested the drive manifold to factory specifications per procedure and the cardiosave service manual. The fat dept. Performed the all manifold test. The drive manifold passed testing. The fat then proceeded to boot the unit into clinical mode, to allow the cardiosave to pump. The fat could not verify the complaint of a malfunction being displayed on the display. The drive manifold passed testing. Retaining the drive manifold in the fat dept. Per procedure.

Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, g3, g6, h2, h3. Corrected field- d9.

Manufacturer narrative:
Updated fields- b4, d9, g3, g6, h2, h3, h6 codes (problem, investigation types, findings, conclusion, components), h11. A getinge field service engineer(fse) found an alarm sounded at startup and the system malfunctioned, fault 124 occurred. Drive manifold replaced. An operation inspection was carried out based on the inspection record sheet and the result was good. Returned to the hospital.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: e2 (health professional), e3 (occupation).

Event description:
N/a.